Manufacturer narrative:
Manufacturer narrative: further investigation to determine whether the product failed to meet specifications cannot be pursued because the customer did not provide a lot number. The root cause cannot be determined due to insufficient information. No corrective action is required.

Event description:
The complainant reported a negative result using an unspecified lateral flow hcg test (no brand or lot number provided). The patient stated they received several positive results on home pregnancy tests. No laboratory confirmatory testing was performed. No patient information or further information was provided. No reportd adverse patient sequela.